Event description:
It was reported that the user experienced frequent low glucose events while using the ilet bionic pancreas with a steel cd 23 inch 6 mm infusion set, with concerns that the user was misannouncing meals, overtreating lows, and demonstrating limited familiarity with pump operation after approximately 10 days of use. Symptoms included hypoglycemia with associated emotional distress, weight gain, crying, and fear of leaving the house. Outcomes included the need for oral glucose treatment and assignment for additional training. Investigation included troubleshooting and education with a plan for further user training. Investigation of this case revealed no device malfunction reported and suggested user technique and knowledge gaps as likely contributors to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.